Event description:
It was reported that during the implant of a right ventricular leadless pacemaker (rvlp) that the rvlp was stuck to the tethers if the delivery catheter, the physician elected to exchange the rvlp and complete the procedure. The patient was stable following the procedure.